Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were not sure if the device was working correctly. Patient stated that they have changed the level a few different times, but they still have to go often, and if they have to go, it's an "emergency", because they can't hold it. Patient also stated that when they urinate, it kind of almost hurts, and they can feel the" machine" is vibrating, "the machine on my back, sometimes hurts there too." Patient denied any falls or trauma that may have cause the device to be damaged. Patient reported that it has been going on for about a month, and they were checked for uti about a month ago, because of urgent urination. Patient said that they have been treated for uti, but the symptoms did not go away, and they feel like their symptoms prior having the ins are back. Patient mentioned that a few days ago, the painful vibration was felt when they are urinate. Patient also mentioned that they haven't been to the healthcare provider (hcp) for a long time. Agent offered to walk the patient through connecting to the ins, patient declined saying that they needed their husband's assistance to make an adjustment. Agent sent the patient quick guide. Patient will call back for further assistance.